Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Moreover, the physician elected to revise the lead in which over sixty rotations were used in retracting the helix and the physician requested a new lead. Further, this rv lead was explanted. No additional adverse patient effects were reported.